Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and the customer reported having incorrect readings in the past six months. The customer was upset having the same issues for several months. It was stated that the customer is blind. The customer mentioned calling the paramedics fives since last july. Contacted the customer and found that he experienced low blood glucose and the paramedics were called due to his low glucose level. The caller stated that once he was hospitalized and treated with an insulin drip and the other four times he was treated at home. No further information was provided.